Manufacturer narrative:
Image review: five photographs were received from the account, capturing the detachment of the balloon material and distal tip from the inner shaft. The inner shaft markers were present on inner shaft. The detachment of components can be confirmed as reported by the account.

Event description:
The physician intended to use a euphora rx balloon catheter to treat a lesion located in the proximal right coronary artery (rca). The target lesion was reported to be severely tortuous and severely calcified with chronic total occlusion-100% stenosis. No other abnormalities reported in relation to anatomy. No damage noted to packaging .the device was not inspected. Negative prep was performed with no issues. The device did not pass through a previously-deployed stent, no resistance was encountered when advancing the device and no excessive force used during delivery. It was reported that after first inflation of the balloon during pre-dilation, difficulty was encountered when trying to deflate the balloon. They used the syringe to deflate the balloon and they succeeded after many attempts. When they tried to pull the balloon out, the balloon was detached from the shaft . The patients status post procedure was stable with st elevation during the incident.

Manufacturer narrative:
Additional information: no difficulty was noted upon removing from the packing stylette. The lesion was pre-dilated. The device was not moved or repositioned in the lesion. There was no difficulties noted upon inflation of the balloon. 1:1 ration of contrast and saline was used during the procedure. The balloon detachment occurred inside the guide catheter, no intervention was required. The detached component of the device does not remain in the patient. No injury reported as a result of this event. The patient¿s status post procedure was stable with myocardial ischemia during the incident. There was a correction in that confirmation was received that the patient did not suffer a myocardial infarction during the incident but had myocardial ischaemia. Evaluation summary: the detached material was not returned with the device. The balloon material had detached at the transition between the proximal cone and balloon neck. The material was jagged at the detachment site. The distal tip material had detached distal to the attach tip bond. The tip material was stretched and jagged at the detachment site. The balloon bond was stretched and partially flattened. The transition shaft was severely stretched immediately proximal to the guidewire entry port. There were numerous kinks visible on the distal shaft and along the hypotube. If information is provided in the future, a supplemental report will be issued.